Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the left ventricular lead dislodged. The physician tried to advance the lead, but was unsuccessful. After multiple attempts, the stylet became stuck inside the lead, and so the lead was not used and was replaced with another lead with a different shape. It was noted that the physician did not believe the lead was the cause of the stylet issue. The patient was stable post-procedure.